Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic cramping") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), pain ("body aches") and depression ("depression"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, pain and depression outcome was unknown. The reporter considered depression, fatigue, pain and pelvic pain to be related to essure (ess205). The reporter commented: patient need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation in fallopian tube/ migration of essure device location of device: omentum overlying the large intestine in the cul-de-sac") in a 53-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, depression, gravida I, parity 3, hypertension, gastric banding, hiatal hernia, hyperlipidemia, obstructive sleep apnea syndrome and vitamin d deficiency. On (B)(6) 2017: gross description: a) the specimen is received in formalin labeled with the patient's name and labeled "right fallopian tube with essure device". The specimen consists of a 7.1 x 2.1 x 1 cm fallopian tube. The serosal surface is mildly scarred, and pink-red. The specimen is sectioned to reveal a fibrotic salpingeal wall. An essure device is absent. No suspicious mucosal lesions are seen. Representative sections are submitted in cassette a1 the specimen is received in formalin labeled with the patient's name and labeled "left fallopian tube with essure device". The specimen consists of a 6.1 x 2 x 1.1 cm fallopian tube. The serosal surface is pink-tan, and mildly erythematous. Sectioning reveals an intraluminal metal coil/essure device. The salpingeal wall demonstrates mild fibrosis, no suspicious lesions are seen. Representative sections are submitted in cassette b1. The specimen is received in formalin labeled with the patient's name and labeled "extra tubal device". The specimen consists of a metal coil with adherent adipose tissue. The specimen is submitted for gross examination. Concurrent conditions included lower abdominal pain, back pain, menopausal, uterine fibrosis and paratubal cyst. Concomitant products included alprazolam (xanax), celecoxib (celexa), clonazepam, duloxetine hydrochloride (cymbalta), fluticasone propionate;salmeterol xinafoate (advair), ibuprofen, levothyroxine sodium (eferox), losartan, lovastatin, pantoprazole, pramipexole, ropinirole hydrochloride (requip), topiramate (topamax) and vitamin d nos (vitamin d). In (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping), period like cramping"), vaginal discharge ("vaginal discharge"), myalgia ("myalgia/ muscle pain"), arthralgia ("arthralgia/ joint pain"), abdominal pain ("abdominal pain/ a lot of abdominal pain") and asthenia ("always tired and no energy"). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pain ("body aches") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pain, depression, headache, dysmenorrhoea, abdominal pain, asthenia, vaginal haemorrhage and menorrhagia outcome was unknown, the fatigue and vaginal discharge was resolving and the migraine, myalgia and arthralgia had resolved. The reporter considered abdominal pain, arthralgia, asthenia, depression, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, myalgia, pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient need for additional surgery. Discrepancy noted with date of insertion of essure device: (B)(6) 2008. Essure confirmation test: results: everything was in place. 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, myalgia, arthralgia. Most recent follow-up information incorporated above includes: on 18-mar-2019: plaintiff fact sheet received: new events abnormal bleeding (vaginal), abnormal bleeding(menorrhagia) were added. Medical history updated. Concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation in fallopian tube/ migration of essure device location of device: omentum overlying the large intestine in the cul-de-sac") in a 53-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gerd, depression, gravida I and parity 1. Concurrent conditions included lower abdominal pain, back pain, menopausal, uterine fibrosis and paratubal cyst. Concomitant products included clonazepam, colecalciferol (vitamin d), ibuprofen, levothyroxine sodium (eferox), losartan, pantoprazole, pramipexole and seretide (advair). In (B)(6)- 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), myalgia ("myalgia/ muscle pain"), arthralgia ("arthralgia/ joint pain"), abdominal pain ("abdominal pain/ a lot of abdominal pain") and asthenia ("always tired and no energy"). On an unknown date, the patient experienced pain ("body aches") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on 27-jan-2017. At the time of the report, the fallopian tube perforation, pain, depression, headache, dysmenorrhoea, abdominal pain and asthenia outcome was unknown, the fatigue and vaginal discharge was resolving and the migraine, myalgia and arthralgia had resolved. The reporter considered abdominal pain, arthralgia, asthenia, depression, dysmenorrhoea, fallopian tube perforation, fatigue, headache, migraine, myalgia, pain and vaginal discharge to be related to essure (ess205). The reporter commented: patient need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: total bilateral occlusion. On (B)(6)- 2017: gross description: a) the specimen is received in formalin labeled with the patient's name and labeled "right fallopian tube with essure device". The specimen consists of a 7.1 x 2.1 x 1 cm fallopian tube. The serosal surface is mildly scarred, and pink-red. The specimen is sectioned to reveal a fibrotic salpingeal wall. An essure device is absent. No suspicious mucosal lesions are seen. Representative sections are submitted in cassette a1 b) the specimen is received in formalin labeled with the patient's name and labeled "left fallopian tube with essure device". The specimen consists of a 6.1 x 2 x 1.1 cm fallopian tube. The serosal surface is pink-tan, and mildly erythematous. Sectioning reveals an intraluminal metal coil/essure device. The salpingeal wall demonstrates mild fibrosis, no suspicious lesions are seen. Representative sections are submitted in cassette b1. C) the specimen is received in formalin labeled with the patient's name and labeled "extra tubal device". The specimen consists of a metal coil with adherent adipose tissue. The specimen is submitted for gross examination. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, myalgia, arthralgia most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Indication female sterilization was added. Events were clubbed with previously reported events, previously reported event pain, pelvic cramping clubbed with new added event period like cramping/ lower pelvic. New events added as perforation in fallopian tube/ migration of essure device location of device: omentum overlying the large intestine in the cul-de-sac, migraines, headaches, dysmenorrhea (cramping), vaginal discharge, myalgia/ muscle pain, arthralgia/ joint pain, abdominal pain/ a lot of abdominal pain, always tired and no energy. Previously reported event outcome fatigue was updated to recovering from unknown. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.